Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because up arrow button was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 (submission 12/04/2012)-device evaluation: lifescan received the meter with the complaint on (B)(4) 2012 and completed device evaluation on (B)(4) 2012. Investigation was not able to confirm the alleged complaint: the meter passed testing with no faults found.

Manufacturer narrative:
No product is expected to be returned.